Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for svc(hvx)lead impedance > 200 ohms on (B)(6) 2011 03:00:05. The weekly high voltage lead impedance trend data shows an abrupt increase for max svc from 67 to 332 ohms, between (B)(6) 2011.

Event description:
It was reported that frequent impedance variability was noted. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had high and impedance variability. The lead is still in use. No patient complications have been reported as a result of this event.